Manufacturer narrative:
The device was not returned for evaluation. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. According to the reporter, there was no saline in the lens vial. Based on the information currently available the most likely cause of the event is related to a leaking lens vial. An investigation has been opened to address this issue.

Event description:
It was reported that the lens was hard and difficult to fold during preparation for use. There was no patient contact. According to the reporter, there was no saline solution in the lens vial. Reportedly this occurred with two lenses. This report references lens 1 of 2. Please reference MDR #1119279-2014-00266 for lens 2 of 2.